Event description:
Boston scientific received information that during a replacement procedure when this right ventricular lead was connected to the device out of range shocking impedances were noted in the dual coil configuration. When programming the device in single coil configuration normal shocking impedances were noted. The lead was disconnected and cleaned and reconnected but dispite all precautions the shocking impedances were still out of range in the dual coil configuration, thus a single coil configuration was programmed and remained implanted. A possible lead malfunction was suspected. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.